Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized due to ketones. The customer's blood glucose was over 700 mg/dl at the time of the incident. The customer's blood glucose was over 700 mg/dl at the time of call. The customer's mother stated that her son was throwing up. The time of the hospitalization was 11:30am and the date of the hospitalization was (B)(6) 2015. The insulin pump will not be returned for analysis.